Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at the time of the call was 453mg/dl. The customer treated her blood glucose with a manual injection. Troubleshooting was performed. The customer stated that the infusion set was changed. The bolus and basals matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump failed the test. Advised the customer to discontinue use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.